Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: asahi fielder; stent: 5.0 x 15 mm herculink elite. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although ischemia was reported in this case, it is not known if it was related to the resistance or dislodgement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional rx herculink elite device is being filed under separate medwatch reports.

Event description:
It was reported that during a procedure of the moderately calcified, 60% stenosed, left renal artery, the asahi fielder guide wire was difficult to position at the lesion and a 5.0 x 15 herculink elite stent delivery system (sds) was successfully deployed; angiography revealed a distal dissection and there was limited flow to the kidney. A second 5.0 x 15 herculink elite sds was advanced but met resistance at a plaque shelf in the anatomy and could not be advanced to the dissection. Several attempts to advance the sds were unsuccessful and the stent implant became dislodged prior to the dissection. The sds balloon could not be re-advanced through the stent and was removed leaving guide wire access. A 4.0 trek balloon catheter was used to successfully advance the stent implant closer to the dissection and the dislodged stent was deployed but did not fully cover the dissection. A 5.0 x 20 mm non-abbott stent was used to fully cover the dissection, however, the kidney did not fully recover flow. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).